Manufacturer narrative:
Clinical review: during a customer survey, this anonymous patient reported that they were a home peritoneal dialysis (pd) patient until they got an infection in the stomach area. Due to no patient information, additional follow-up was not possible. Following a review of the available information, it has been determined there is no allegation, indication or objective evidence a serious patient injury, death, or other adverse event(s) was associated with the use of a fresenius medical device(s) and/or product(s). Additionally, there is no evidence a malfunction or deficiency of a fresenius medical device(s) occurred. Plant investigation: the complaint sample is not available for manufacturer physical evaluation and the lot number of product involved is unknown. No shipping search could be performed for the lots delivered to the patient since there is no patient number reported or additional information for the search. Consequently no product will be returned from the distribution center to be analyzed since the lot number is unknown and no information from the patient is available for the identified of the possible involved lots. Since the complaint sample is not available for evaluation, the alleged event could not be confirmed. At this time, no sample has been provided.

Event description:
During a customer experience survey a patient reported that they were on peritoneal dialysis (pd) therapy until they experienced an infection in the stomach area. Attempts to obtain additional information could not be completed as there is no patient contact information in which to follow-up.